Event description:
The polarx catheter was used to complete a percutaneous catheter myocardial cryoablation procedure. During the procedure the esophageal temperature did not decrease, and procedure was completed successfully/ the device was disposed. After the procedure, the patient was hospitalized for gastric dilatation. About three weeks after discharge, when checking was performed using a gastric camera, gastric motility was still slow.

Manufacturer narrative:
Updated impact codes to include f22: unexpected diagnostic intervention t was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The polarx catheter was used to complete a percutaneous catheter myocardial cryoablation procedure. During the procedure the esophageal temperature did not decrease, and procedure was completed successfully/ the device was disposed. After the procedure, the patient was hospitalized for gastric dilatation. About three weeks after discharge, when checking was performed using a gastric camera, gastric motility was still slow.